Manufacturer narrative:
(B)(4).

Event description:
It was reported that an ambiguous sensor failure occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of an ambiguous sensor failure is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.